Event description:
Complainant alleged that while attempting to treat a (B)(6) male patient in cardiac arrest, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that the patient subsequently expired, however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.